Manufacturer narrative:
It is unknown if the device will be returned.

Event description:
The event involved a smallbore bifuse extension set w/ 2 microclave where the claves leaked quad strength adrenaline and double strength noradrenaline that were running onto one lumen of the central venous line. The leak was noticed after one hour of double pumping. The double pumping on one line was switched to two separate lumens on the central venous line. The patient¿s blood pressure recovered within 20 minutes.

Manufacturer narrative:
It was initially reported that it was unknown if the device was returning. No product samples, videos, or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. No DHR lot review was conducted because no lot number(s) was/were identified.